Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, provisional was fractured when the surgeon was inserting the trial. All pieces were recovered. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of the post. All pieces were returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. The fractured tasp component in this complaint was manufactured after the design modification. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.